Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d2, g1, g3, g6, h1, h2, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
The surgery was extended due to the failure of the equipment, maybe 30 minutes. The surgery was being carried out under la. A humby knife was used to complete the surgery. Due diligence is in progress.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the motor speeds were unstable, the cable was damaged (no exposed metal wiring), and the reciprocating arm was worn. The motor, plug harness, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: UK.

Event description:
It was reported that the device kept losing power. The revs seemed to drop. It sounded 'weak' prior to surgery but cut out when placed on the patient's skin. There was no harm to patient. They were just unable to take the graft. The wound was left to heal by secondary intention. Due diligence is in progress, there is no additional information available at this time.